Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the device stopped working. The patient stated that he is unable to inflate the cylinders as the bulb is sticking after one pump. The patient stated that he has attempted troubleshooting techniques with no resolution. No surgical intervention has been performed, and no additional information was provided.